Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported channel malfunction was confirmed through a log review. No laboratory testing could be performed since no devices were returned. Laboratory testing was not able to be performed due to no devices being returned for investigation. The event was reported to have occurred on (B)(6) 2025. The event time was not reported. On (B)(6) 2025, at 1:38:18 am the unit was selected; the user programmed an infusion with a rate = 240 ml/hr and a vtbi = 120 ml. Eight (8) seconds later the channel malfunction occurred. The bd alaris system channel error tip sheet has information regarding instructions on how to deal and troubleshoot channel malfunctions. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. To silence the alarm and continue unaffected channel operation, press the confirm soft key; operation of the affected channel will be stopped. The alaris user manual (v12.3.2) states not to use a device with any damage. Send it to biomedical engineering for repair. There was patient involvement but no patient harm. The alaris system is used for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the reported channel malfunction was confirmed through a log review; however, the root cause could not be determined during investigation. No laboratory testing could be performed since no devices were returned. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device displayed channel error. There was patient involvement but no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device displayed channel error. There was patient involvement but no patient harm.